Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. Insulin pump had an intermittent button response due to flattened dome switch on act button.

Event description:
It was reported the customer received a button error alarm. The customer had replaced the battery but the problem persists. Customer also stated the buttons were not working properly. No additional information provided.